Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a insulin printers for this unit have failed repeatedly. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer had failed. A technical support specialist logged into the desktop and adjusted the settings on the zebra printer, and rebooted the station, checked settings via bomgar, reset the printer, and confirmed printing worked correctly with labels going to the zebra printer and screen prints to the fujitsu to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.